Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to insertion, the balloon on the fogarty catheter was inspected; however, during use, the balloon burst while inflating and the coil of the catheter detached and fell into the patient¿s vessel. The vessel had to be cut-down in order to recover the spiral. There was no further consequence to the patient. Patient demographics were requested but not provided, per hospital policy.